Manufacturer narrative:
Results of investigation: no product or clinical relevant information was provided, therefore a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. Without information of the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Results of investigation: no product or clinical relevant information was provided, therefore a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. Without information of the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed due to patients complaining from joint laxity.